Manufacturer narrative:
(B)(4). Batch record review was performed and found to be within specifications, no deviations were noted. Diopter measurement records from this particular lens were verified and were within specifications. Prior to release to market the iol met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye after the patient experienced an unexpected myopic outcome. Another lens was implanted during the same procedure. The incision was not enlarged and no there was no patient injury reported.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted.